Event description:
It was reported that during a hand assisted lap colon procedure, the device was being used with a blue load and it cut, but did not staple. The procedure was converted to an open procedure. Another device was used to complete the procedure. The pt is fine.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.